Event description:
Additional information received reported the patient had heard the event ¿in some chat room¿. The initial reporter did not have the patient¿s name or information and no further information regarding the event.

Event description:
It was reported that a patient found on the internet that another patient had developed a granuloma. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).